Event description:
Account has a bed that the scale will not zero. He said that another footboard works on the bed so he opened the defective one and found that there was fluid and corrosion on scale display board around the scale membrane overlay connector. (B)(6) said that he replaced the scale membrane overlay to resolve the issue with this bed. He did not have the bed serial number.